Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and the reciprocation arm was worn. The reciprocation arm and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that before surgery, the unit needed a repair due to the handpiece not working following connection to external air supply. It was confirmed that the device was not activating. During evaluation of the device unstable speeds were noted. There was no patient involvement. Another device was used to complete the surgery. Due diligence is complete.